Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the main lamp on the system was out.

Manufacturer narrative:
Additional information provided. The system was examined and the reported system message (sm) was confirmed (via event log review). However, the reported event was not replicated. The lamp was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 7, 2010. Based on qa assessment, the product met specifications at the time of release. There was no problem was found with the system. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).